Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an left ventricular (lv) lead implant procedure the right atrial (ra) lead fell during placement. When trying to replace the right atrial (ra) lead it dislodged and the helix would not retract fully. Upon observation there was tissue stuck in the helix and the physician requested another lead. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.